Manufacturer narrative:
(B)(4). This complaint was for a report of a leak from an extension set. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation, the batch review revealed no deviations, and the home patient did not clearly report any type of use error that might have led to the issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding assistance for a separate issue with the homechoice. During the call the care giver (cg) reported there was air in the patient line. The technical service representative informed them to start over with new supplies. During follow up with the care giver (cg) regarding the air in the line the cg stated for that evening they just ended therapy on the machine. The cg stated they did a manual therapy during the day and later the next evening they continued therapy on the hc as normal. They stated they found what caused the air in the line. The cg stated during the removal of the old set they found a leak on the patient line extension. They stated that the home patient (hp) has been continuing well with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.